Event description:
It was reported that a cardiomems sensor was not implanted due to difficulty with identification of an appropriate target vessel. The procedure was cancelled. The sensor packaging was not opened or inserted into the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device was not returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.